Event description:
The pt called lfs alleging the their one touch meter would power off during use. The pt reported that the meter would loose its' date and time due to the power loss. The pt neither alleged harm nor experienced injury or medical intervention. The pt did contact a medical professional for advice; however, no other treatment was sought. The customer service rep walked pt through troubleshooting and the issue could not be resolved. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.